Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On 24-jun-2024, it was reported that the patient woke up and saw that the catheter was disconnected from the cannula which further leads to infusion set leaks from site. No further information available.